Manufacturer narrative:
Concomitant products: product ID 37751, serial# unknown, product type recharger; product ID 37742, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 377860, lot# v016073, implanted: (B)(6) 2008, product type lead. (B)(4).

Event description:
The ins battery felt hot when charging with the recharger. There was no burning sensation of the skin. Replacing the recharger wanted to be tried. Anomaly appears to have occurred through product use. No indication of patient harm. It was confirmed that everything was great with the new recharger.